Event description:
It was reported that during the procedure corrective osteotomy and bone grafting, locking plate of right tibia, the drill bit broke. It was inside the patient and the surgeon decided to leave the broken piece inside the patient and had informed to patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from malaysia reports that during a surgery a drill bit broke inside the patient. The surgeon decided to leave the broken piece inside patient. This drill bit is composed of a medical grade stainless steel and not intended for implantation. No x-ray or medical documentation was provided for this investigation, therefore impact to the patient is hard to determine. If the piece is in bone it will like stay there. If the piece is in soft tissue it could migrate and cause irritation, pain or other issued. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.